Manufacturer narrative:
Findings: pump received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm noted. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection. Unable to perform functional testing including the displacement, operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to unresponsive buttons. Unable to verify unexpected alarm due to unresponsive buttons pump received with minor scratched lcd window, cracked case at the display window corners, battery tube threads, stained end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons during troubleshooting for exposure to moisture and unexpected alarm. Troubleshooting for the unexpected alarm could not be completed due to the unresponsive buttons, but the alarm and its possible causes were explained. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 200 mg/dl at the time of the incident. The customer also stated that the insulin pump fell into some water leading to the keypad issues. The time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.